Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A scratched display window was also noted.

Event description:
It was reported that the insulin pump gave multiple motor error alarms. Troubleshooting was performed, and the device failed the displacement test. The unit was not exposed to high magnetic fields. No damage to the drive support cap was noted. The unit also failed the self test, and continued to alarm with motor error during the prime test. Nothing further was reported.